Manufacturer narrative:
Physical inspection of the returned device revealed that the jacket of the catheter was slightly melted with protruding broken fibers. The damage suggests the catheter became kinked/prolapsed during the procedure which broke the fibers and caused damage to the jacket as lasing continued. The catheter did not appear to be out of specification in any way. The damage was likely due to the nature of the case.

Event description:
This was a peripheral vascular case for chronic critical limb ischemia using a 0.9 turbo elite laser catheter. The initial complaint received was that the laser fiber tip appeared enlarged and the casing appeared "accordioned" after removal from the patient. Upon physical investigation of the returned turbo elite device by postmarket surveillance, quality engineering, and manufacturing engineering on (B)(4) 2013, it was determined that there were exposed fibers in the area that had "accordioned." It is possible that this area of exposed fibers was inside the patient. Upon initial inspection of the device, the catheter did not appear to have any compromise in the jacket, but further inspection revealed that the jacket had prolapsed into itself and when pulling the jacket apart, the fibers were exposed. Initial inspection of this area of the catheter in the field would not reveal these fibers, therefore, the initial non-reporting rationale was accurate. Because of this new information, it was determined that this case did fit reporting criteria because of the potential for injury with recurrence. The procedure was completed successfully using pta and a stent. There was no injury to the patient and he was discharged per operative plan.